Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 150 mg/dl and the sensor glucose readings were 63 mg/dl and going down, 131 mg/dl and 133mg/dl. The customer also reported that he had been riding on a bicycle with blood glucose 150mg/dl, over the next hour and a half the sensor glucose was low and turned off his insulin delivery. The pump was suspended for an hour and a half, blood glucose had gone up to 350mg/dl to 380 mg/dl. The customer also reported that the customer had a software error. The self-test was performed and test passed. The sensor will not be returned for analysis.